Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a low anterior resection, the firing force was higher than expected. The device was used between the rectum and the anus. Then, the target tissue was torn since the device was fired forcibly, and leakage occurred on the leak test. No bleeding occurred. No blood trans-fusion was required. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.